Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing (twos). The cause of twos is a change in morphology relative to the none-sustained rhythm, specifically an increase in the t-wave. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.